Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, serial#, concomitant medical products, date rec¿d by MFR, PMA/510k, device evaluated by MFR. On april 9, 2018, it was reported that the skin split in half once the user was ratcheting the handle. On april 25, 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. The event was not identified after a recent purchase or repair. There was no medical intervention or additional surgical procedures required. There was no harm or injury reported. Another device was not used to complete the surgery. The surgical technique was followed. An additional graft was not required. There were no parts bent or damaged noted. The customer returned a skin graft mesher 1.5:1 cutter device, serial number: (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 cutter serial number: (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher 1.5:1 cutter by zimmer biomet surgical on april 18, 2018 revealed that the cutter produced an incomplete mesh. Repair of the skin graft mesher 1.5:1 cutter was not performed by zimmer biomet surgical since the cutter is a non-serviceable product. The reported event was confirmed since during product review the cutter produced an incomplete mesh. The cause of the split skin graft was due to the damaged cutter. The root cause of the split skin graft could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the skin split into half once the user was ratcheting the handle. Carrier proceeded forward. It's noted that there was no harm. Unknown if there was any delay. No additional skin grafts were needed. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.